Event description:
On 5/20/97, a maintenance worker at the account was exposed to waste material from the axsym analyzer. The maintenance worker was contacted by the account regarding a clogged external drain for the axsym. The account uses a draining system that pumps the waste into a drain sink, which was installed by maintenance. While disconnecting part of the drain, waste spray out into the maintenance worker's face, onto the lab walls, and on the instrument. The instrument was cleaned and all consumables were replaced. Qc was performed on all tests used by the account and were within acceptable ranges. The maintenance worker flushed his eyes and mouth and was sent home to shower. He was not wearing protective clothing, eyeware or gloves. The account filled out an incident report and referred the maintenance worker to his physician. An infection panel will be drawn and run. No further assistance was requested by the customer. No report of injury.